Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in a (B)(6) year-old female patient who had essure (batch no. D31448) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pruritus ("very severe itching of the skin on the lower limbs"), restless legs syndrome ("restlessness and muscle and bone pain (left leg)"), myalgia ("restlessness and muscle and bone pain (left leg)"), bone pain ("restlessness and muscle and bone pain (left leg)"), paraesthesia ("electric shocks (ovaries)") and muscle spasticity ("contractions"). The patient was treated with surgery (remotion of the essure). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, pruritus, restless legs syndrome, myalgia, bone pain, paraesthesia and muscle spasticity outcome was unknown. The reporter considered bone pain, menorrhagia, muscle spasticity, myalgia, paraesthesia, pruritus and restless legs syndrome to be related to essure. The reporter commented: that the period of occurring the adverse events: while wearing the implants (2.5 years). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 02-mar-2021. The most recent information was received on 09-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in a 42-year-old female patient who had essure (batch no. D31448) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pruritus ("very severe itching of the skin on the lower limbs"), restless legs syndrome ("restlessness and muscle and bone pain (left leg)"), myalgia ("restlessness and muscle and bone pain (left leg)"), bone pain ("restlessness and muscle and bone pain (left leg)"), genital paraesthesia ("electric shocks (ovaries)") and muscle spasticity ("contractions"). The patient was treated with surgery (remotion of the essure). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, pruritus, restless legs syndrome, myalgia, bone pain, genital paraesthesia and muscle spasticity outcome was unknown. The reporter considered bone pain, genital paraesthesia, menorrhagia, muscle spasticity, myalgia, pruritus and restless legs syndrome to be related to essure. The reporter commented: the adverse events occurred while wearing the implants (2.5 years). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65 kgs. Batch no d31448, production date 2014-11-24, expiration date 2017-11-28 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-mar-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.